Event description:
It was reported that the patient was admitted to the emergency room 1 week after implant in third degree heart block. The lead was repositioned but there was no r-wave sensing and no capture. The lead was explanted and replaced with a new lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.